Manufacturer narrative:
Submit date: 9/11/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found that the enteral feeding pump had a large patch of pixilation that is directly over numbers and wording making it partially unreadable.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the enteral feeding pump had a large patch of pixilation that is directly over numbers and wording making it partially unreadable. The unit was triaged and the reported issue was confirmed. Two areas of the display are permanently black from physical damage. The unit has been repaired, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.